Manufacturer narrative:
The showcase instruments present within the cassette were not utilized in a patient procedure and are only instruments used for demonstrations. A hu-friedy representative who was present during the time of the reported event does not recall the user facility employee getting "poked" by an instrument. Hu-friedy is not able to confirm a specific showcase instrument the user facility's employee claimed to have been "poked" by and does not believe the employee was "poked" by one of the showcase instruments. A complaint review was performed and confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported an employee was "poked" by a showcase instrument while handling an instrument cassette. The employee sought medical treatment.